Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine for spine/back malignant pain. It was reported that the patient stated they were having trouble with the transmitter connecting to the pump in a timely manner. The patient stated it took awhile to get to the 90% mark and then it took around 4 minutes to deliver the bolus. The patient mentioned they has a 3 hour interval in between boluses. The patient stated they get 5-6 bolus a day. The manufacturer's patient services specialist (pss) assisted patient with clearing data from the handset. Pss recommended monitoring the device and call back for assistance if necessary. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called back for help with clearing the data to help with the slowness of the connection. During the call, the agent walked the patient through the steps.